Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Per spectrum operators manual, when using the compatible, non-dehp IV administration sets in the pump, the following performance limitations must be observed: flow rate accuracy will range +/- 10% from the expected volume, when evaluated for over a one-hour period and not the +/- 5% specified for baxter compatible dehp IV sets. Flow rate range and IV set usage duration for baxter non-dehp IV administration sets is limited to: a 10 -125 ml/hr with IV tubing use of not greater than 36 hours. A 126 - 250 ml/hr with IV tubing use of not greater than 4 hours. Do not use baxter compatible non-dehp administration sets with the sigma spectrum infusion system for drugs and therapies requiring infusion flow rates and durations outside of the ranges specified above. There was no indication of any malfunction of the spectrum devices. There was no indication that the devices would not function as intended. The cause of the reported under infusions has been determined to be directly related to a likely use error by the end users administering medications at infusion rates outside of the recommended spectrum pump limitations and is not associated with any malfunction of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion while delivering paclitaxel programmed at a rate of 1000ml over 3 hours using a non-di-(2-ethylhexyl)phthalate (dehp) intravenous (IV) set. There was no patient injury or medical intervention associated with this event. No additional information is available.